Event description:
It was reported that early into the prostate procedure using the surgical fiber, "sparking" was observed. It was additionally reported that there was no stones present, and that poor tissue vaporization was observed due to a fibrous gland. Then the surgical fiber was replaced at approximately 350,200 joules of use; time expended 35 minutes. The procedure was completed using a second fiber. There was "no patient injury reported."